Event description:
It was reported that during a da vinci-assisted single anastomosis duodeno-ileal bypass with sleeve gastrectomy procedure, the patient experienced postoperative bleeding which necessitated extensive postoperative care and a prolonged hospitalization. A sureform 60 stapler instrument and an unspecified sureform 60 reload were used during the reported procedure. The following information is unknown: the source and cause of the bleeding, what surgical task was being performed when the complication occurred, the estimated blood loss associated with the bleeding, and what surgical intervention was rendered to control the bleeding. Additional information has been requested; however, no response has been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the sureform 60 stapler instrument or associated sureform 60 reload to perform failure analysis. A review of the stapler log shows that the sureform 60 stapler instrument, (lot number: k12250821-0352), was installed on the system 9 times and fired 7 sureform 60 reloads (1 blue, followed by 6 white). On install 1, a white stapler reload was installed, however no clamping or firing was attempted. On install 2, a white stapler reload was installed. There were 3 incomplete clamp attempts, however, no firing was attempted. On installs 3-9, the first clamp was successful. On install 3, the firing was completed with no pauses for compression. On install 4, the firing was completed with 2 pauses for compression. On install 5, the firing was completed with 3 pauses for compression. On install 6, the firing was completed with 1 pause for compression. On install 7, the firing was completed with 3 pauses for compression. On install 8, the firing was completed with 2 pauses for compression. On install 9, the firing was completed with 1 pause for compression. There were no stapler related errors in the logs.